Event description:
Additional information received from the patient reported they stopped taking the water pills. They also had urine in their blood on (B)(6) 2016. They also used diclofenac sodium tropical gel for the swelling in the legs.

Event description:
The consumer reported that the patient had a lot of pain when they urinated and there was blood in their urine on (B)(6) 2016. It was a little bit of pain when they urinated and then when they went to clean themselves and looked at the toilet they saw blood and it started dripping blood. It started to smell and felt like an infection. This was the first time this ever happened for the patient. The patient took water pills every morning and wanted to know if the pills and device could combine. The patient thought maybe it could be the water pills causing the problem. The patient started taking the pills not too long because they had swollen legs and it went away. The patient wondered if they should stop taking the pills and also too oxybutrin. For a long time the patient's feet were swollen, but not because of the implant. The swelling came back again a couple of months ago, sometime at the end of (B)(6), after the implant was put in, but not right away. The patient hadn't had the swelling in a long time, but it started happening again after they got the water pills. The patient also though the issue might be because they got a lidocaine injection in their back, on their spine, and got the injections for their lower back because they had arthritis. The patient had lowered the device down from 1.5v to 1.4v. The patient would talk to their health care provider (hcp). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.